Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the company representative (rep) that they experienced discomfort with the connected implantable neurostimulator (ins) because you cannot control the intensity. Pain returned after post-operatory hysterectomy because the ins was off for surgery and when the patient attempted to turn on the ins, the patient felt discomfort. The patient returned the ins to off. Medical intervention was needed to prevent a permanent impairment of a function, oral medication to pain. The event did not lead to or extend a hospitalization. No patient injury was reported. The patient programmer (pp) was not working correctly. The patient cannot increase or decrease the intensity of stimulation. The rep was going to check the patient and pp tomorrow. Additional information reported that the rep did evaluate the patient. The pp did not present any kind of external marks of misuse but the pp was unexpectedly turning off when it's possible to turn it on, and sometimes it's not even possible to turn it on. The batteries were replaced but the problem persists. The behavior was random so the problem was most likely a broken wire or a charge leakage in some part of the integrated circuit. If additional information is received, a follow up report will be sent.